Event description:
New information noted that the right ventricular lead exhibited an insulation anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a pacemaker dependent patient presented to the hospital due to right ventricular lead failure. The patient was asymptomatic. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds, noise, and high impedance. The lead was capped and replaced one (B)(6) 2020. The patient was in recovering condition.